Manufacturer narrative:
H6: investigation summary: catalog 442023, batch no. 0358392. As per complaint claim it was reported that a bottle has had pseudomonas detected on biofire. The culture result was also pseudmonas aeruginosa, therefore the claim is for a possible contamination with the bactec product. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required.

Event description:
It was reported that the biofire bcid panel identified psuedomonas aeruginosa and additional organisms in bd bactec¿ plus aerobic/f culture vials (plastic) for patient samples. When the specimen was sub-cultured pseudomonas did not grow. Result was not reported and patient treatment was not affected. The following information was provided by the initial reporter: "pseudmonas only detected on biofire - not reported. Culture in process. Customer problem: customer reports pseudmonas reported using biofire assay."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the biofire bcid panel identified psuedomonas aeruginosa and additional organisms in bd bactec¿ plus aerobic/f culture vials (plastic) for patient samples. When the specimen was sub-cultured pseudomonas did not grow. Result was not reported and patient treatment was not affected. The following information was provided by the initial reporter: "pseudmonas only detected on biofire - not reported culture in process. Customer problem: customer reports pseudmonas reported using biofire assay".